Manufacturer narrative:
Follow-up # 1: 10/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: a review of the pump black box data revealed no pump reboots. Additionally, no moisture was observed in the battery compartment. During a visual inspection, the returned battery cap was noted to be in good condition and it was used when the pump was exercised for 24 hours with no issues. The battery compartment had no damage and the pump passed a leak test. The pump reboots to the verify screen with audible and vibratory features. The pump case was opened and no moisture was noted. No defects were found during an inspection on the printed circuit board either. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery compartment-damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.